Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "when the product in question was used for drilling to place exeter mesh on the acetabular side for revision of another company's tha, the drill broke off due to interference with another screw. About 1.5 cm of the tip was left behind in the body."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received drill was found to be broken very close to the point from where the cutting edge starts. The tip of the drill could not be returned for evaluation as it was left inside the patient. The nature of breakage indicates predominantly towards a brittle failure evident by smooth surface in most of the fracture surface. The remaining portion of the cutting edges appears to be damaged & blunt which most likely required application of excessive bending & axial load, to appreciate the cortex ultimately leading to its breakage. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of breakage indicates towards application of excessive bending and axial loading which most likely is a result of usage of a relatively blunt drill, but not limited up to it. The IFU clearly warns the user that: while rare, intra-operative breakage of instruments can occur. Instruments which have experienced excessive use or excessive force are susceptible to breakage. The instructions cleaning, sterilization, inspection & maintenance instructs the user that: stryker t&e does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when the product in question was used for drilling to place exeter mesh on the acetabular side for revision of another company's tha, the drill broke off due to interference with another screw. About 1.5 cm of the tip was left behind in the body."